Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms while the pump was in the customer's pocket. Customer had elevated blood glucose levels (250 mg/dl). Customer stated that they will deliver a correction bolus to stabilize blood glucose levels. Tandem technical support educated the customer on how to prevent button alarms from being triggered.